Event description:
The customer reported that the image goes grey when moving the c-arm. They found a broken video wire in the hv cable.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the hv cable and verified operation. The system operates as intended.